Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00776. It was reported that the physician was unable to implant the leads into the epidural space due to scar tissues. As a result, the procedure was abandoned. Patient is stable post procedure.